Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for chronic renal failure. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. Remedial treatment was not reported for the event of peritonitis. It was unknown if the event of peritonitis resolved. Dianeal-n pd4 1.5 therapy was ongoing. The reporter did not provide an opinion of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.